Event description:
A 'transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip' reportedly broke apart when the transducer was connected to the patients a-line. This issue occurred in the cardiac surgical intensive care unit, while the transducer was being clipped into the mounting plate. The blue part of the transducer housing remained connected to the mount and the clear front part was just hanging there. The product was in use for six hours. There was no delay in therapy. There was no harm to the patient.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.